Event description:
It was reported following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with 5.0 lumen diameter. The angio-seal was deployed and hemostasis was achieved. The patient ambulated after three hours of bed rest. It was reported that the physician disinfected the puncture site and changed scissors prior to the deployment; gloves were not changed before the deployment. Six days later, the patient complained of pain at the puncture site and a cellulitis-like infection was noted around the puncture site. The patient had negative blood cultures, however, a crp level was up to 20. The patient was given cefazolin 3g/day from april 5th for seven days and switched to rocephin 2g/day on april 12th. A vascular surgeon was consulted and surgical treatment at this stage was considered to be unnecessary. The physician decided to observe the patient and continue with antibiotics. The physician stated that the infection was at the surface of the subcutaneous tissue and not the fault of the angio-seal.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.